Manufacturer narrative:
The lithium reagent lot number was 87776001, with an expiration date of 28-feb-2027. Calibration data was acceptable. The customer stated that controls were within range prior to the event but were outside of range after the event occurred. A review of alarm trace data shoed multiple abnormal sample probe aspiration alarms and sample short alarms. These are indicators of possible poor sample quality. The field service engineer determined there was an issue with the sample probe. The probe was replaced and rinse volumes were adjusted. Precision testing, calibration, and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had ongoing issues with control recovery drifting up for lithium on the cobas c 503 analytical unit. When a new reagent pack is loaded on the analyzer, the controls recover within range. Within 24 hours, controls drift up. The customer stated that one patient sample had discrepant lithium results. The sample initially recovered a lithium value of approximately 0.81 to 1 mmol/l. The customer repeated the sample due to laboratory policy to repeat samples if there is an issue with control recovery. The sample was repeated on a second analyzer, resulting in a value of 0.58 mmol/l. The repeat value was deemed correct.